Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had possibly withheld therapy during the patient's ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.